Event description:
A neosynephrine drip was started to elevate a head trauma patient's blood pressure. The drip was increased to 186 micrograms without a response in blood pressure. There was an alarm that stated: channel error. No patient injury.